Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they've not had to program the device since (B)(6) 2020. For the last few days they have been incontinent and cannot wear pads or briefs. They are wrapping them in toilet paper because they are allergic to everything. Patient has fallen many times and a couple of times they fell right on the device and they thought they ruined it however it just kept on working until now. Patient mentioned when they place the 3037 programmer antenna against their body they feel a stinging sensation. They had forgotten how to use it and first tried placing the antenna on their abdomen and felt stinging there as well as when they placed it over the ins site. They are encountering the poor communication message when trying to sync with the ins and patient is worried the ins battery may be dead. Agent reviewed this is possible based on symptoms and age of the ins. Patient plans to either follow up with previous managing physician or new physician if they can locate one who is closer to where they currently live. Ps sent physician listings.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.